Manufacturer narrative:
(B)(4). Product evaluation relayed "the product was likely made to print and correct materials. Product likely left conforming to print as there was no evidence that states otherwise. The product was likely made prior to revision e due to being a related/similar issue and implementation of the corrective action , but this is unknown due to not having a lot number or DHR." Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the slottet mallet fractured at the end of the handle.